Event description:
It was reported that the right ventricular lead exhibited high thresholds. The lead was explanted and replaced. The patient would be monitored normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.